Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. The device passed the 30psi at 22. The acceptable range for 30psi test of 22 to 38 psi. Upon reassessment, the reported occlusion failure mode has been determined to be non-reportable. During device testing the 30psi occlusion test passed at 22psi. The passing specification for the 30 psi occlusion test result is between 22 and 38 psi. Our evaluation concluded that the event did not pose a risk to the health of patients, users, or bystanders. Furthermore, the report did not allege a serious injury or death, nor would a recurrence of the reported issue be expected to cause or contribute to a serious injury or death.

Manufacturer narrative:
There are no previous complaints on the device related to the issue. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr #2024-018 had been initiated to address the discrepancies. This pump underwent routine maintenance testing by "intuvie" provider where it was detected that the 30 psi value (p.I) failed under the required parameters and needed to be calibrated. The pump calibration confirmed to have successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/14/2024, znyo medical received a report that during the preventive maintenance (pm), the device had failed the 30 psi test. Failed 30 psi test. No patient was involved.